Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an out of range pacing impedance measurement on the atrial channel. Several pacing impedance spikes were noted in addition to noise and oversensing. Reprogramming was performed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.